Manufacturer narrative:
The distal portion of the 26mm commander delivery system was returned, cut at the guidewire lumen proximal to the crimp marker, inside a valve jar with solution. Visual inspection of the returned device was performed and the following was observed: valve crimped and not fully aligned on the inflation balloon. Distal inflation balloon appears bunched. Balloon wings are flared. Due to the condition of the returned device, no functional and dimensional testing were able to be performed. Review of procedural imagery showed the valve was not aligned on valve alignment markers. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon torn, withdrawal difficulty, and alignment difficulty. A review of the complaint history from september 2020 to august 2021 revealed additional similar complaints for balloon torn, withdrawal difficulty, and alignment difficulty for commander (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn, withdrawal difficulty were confirmed based on the condition of device return. The complaint for alignment difficulty was unable to be confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As reported, ''during the valve alignment steps, high tension was noted.'' Tension present in the system during valve alignment may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by the following: if the balloon profile is altered, it may be difficult to advance the thv over balloon. As reported, ''doctors believed the balloon was damaged during the alignment due to remaining fluid on the balloon from the deflation technique.'' The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing; if there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. As reported, the patient had ''moderate tortuosity.'' Furthermore, if the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ''dive'' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in non-straight section, residual fluid in balloon) contributed to balloon torn and alignment difficulty. It is possible the delivery system profile was altered due to the balloon tear, making the device more susceptible to catching on the tip of the sheath, as evidenced by the observed flared balloon wings. Additionally, the presence of tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, making the device more susceptible to catching on the sheath tip. Available information suggests patient (tortuosity) and procedural factors (withdrawal of torn balloon/non-coaxial withdrawal) contributed to the withdrawal difficulty and subsequent cut down to remove the system. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions (CAPA) and product risk assessment (pra) escalation are required. However, a pra and CAPA was previously initiated to investigate the cause and assess the risk associated with balloon torn.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, there was high tension during alignment (gross and fine). Valve movement on balloon and residual volume in the balloon were noted. During inflation, the balloon did not inflate. There was high tension during alignment (gross and fine). The valve and the delivery system were retracted into the sheath. However, it was not possible to get the valve back into the sheath. A cut down was performed to remove the delivery system. A new valve was implanted successfully. The patient is stable post procedure and was discharged home. The physician believed the balloon was damaged during alignment due to remaining fluid in the balloon from improper deflation technique.